Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, tight and 90% stenosed, proximal diagonal artery. After predilatation was performed the 3.5x23 mm xience v stent delivery system was advanced and the stent implant was deployed successfully at 16 atmospheres. Post implant, a dissection was observed at the distal end of the stent which required the deployment of another 3.5x15 mm xience v stent for treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.